Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was scrapped. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: gs avl/gvm monitor, catalog: 0570-0338, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor with baton 3-4, the picture goes snowy or blank. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.